Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4. Lot number is unknown. This information will be provided in a supplemental report if made available. H.4. As the lot number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H10: sorin group italy manufactures the inspire 7 m oxygenator. The incident occurred in münchen, germany. The oxygenator was disposed of after the change. Perfusion was ended with a different oxygenator. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italy has received a report of light gradual increase in trans-membrane pressure across the inspire and decreased co2 removal. Medical team elected to change out the oxygenator. There is no patient injury.

Manufacturer narrative:
H11: through follow-up communication livanova learned lot number of the involved oxygenator (information has been added to the dedicated d.4 section). In addition it was learned that oxygenator change out lasted less than 3 minutes, therefore event has been re-assessed as not reportable.

Event description:
See initial report.